Manufacturer narrative:
E1: phone number, (B)(6) unable to be added. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, it was reported there was a sapien m3 procedure in the mitral position where despite an initially successful valve implantation with an excellent result, a significant right-to-left shunt resulted in severe oxygen desaturation. Subsequent shunt closure led to cardiac arrest with loss of output requiring resuscitation, after which the patient was stabilized with improved hemodynamics. The dock and valve were implanted without complication. The patient had severe pre-existing pulmonary hypertension, which was further unmasked during the procedure, with right heart pressures exceeding left heart pressures in the setting of a dilated, poorly functioning rv and torrential tr. After valve deployment, a large right-to-left iasd shunt was noted; closure of the shunt caused hemodynamic collapse, likely because it had been supporting left-sided output. The patient was resuscitated, stabilized, transferred intubated to the intensive therapy unit, and subsequently showed significant improvement.